Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. The case was scheduled as a catheter replacement and while the patient was under the doctor decided to replace the pump as well. A backup pump was provided by the rep and the doctor signed the certificate. Further information was not provided.